Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch #(B)(4); mfg date 09/01/2015; exp. Date 09/30/2020. Batch # (B)(4); mfg date 10/01/2015; exp. Date 10/31/2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent an unknown cardiovascular surgical procedure on (B)(6) 2016 and the drain was implanted in mediastinum. Several days after the procedure, a body fluid leak was confirmed from the drain and the leak was temporarily controlled by applying an adhesive tape. Five days after the initial procedure, it was found that the drain was damaged when the drain was removed from the patient. Additional information has been requested.